Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the tubing set was connected to an unspecified female adapter of the patient's peripheral i.v. Access site and was being used to deliver an unspecified maintenance solution, at an unspecified rate. At an unspecified time, it was reported that when the nurse disconnected the option-lok male adapter from the female port, the distal tip of the option-lok male adapter broke off and a piece of the option-lok male adapter remained lodged inside the female port of the i.v. Catheter. It was reported that the peripheral i.v. Access site was replaced. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.